Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 305195, batch#: 4150728. It was reported by customer that needles contain particle contamination sealed within the packaging and inside the needle hub. Verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached. Needles contain particle contamination sealed within the packaging and inside the needle hub. (B)(6). Item - 305195.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there is particle contamination sealed within the packaging and needle hub. To aid in the investigation, one sample in a sealed packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed, and there is a dark colored particle of dust in the packaging blister next to the needle hub. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if, after packaging equipment repair or maintenance, the particle was left. A device history record review was completed for provided material number 305195, lot 4150728. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material #: 305195; batch#: 4150728. It was reported by customer that needles contain particle contamination sealed within the packaging and inside the needle hub. Verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached needles contain particle contamination sealed within the packaging and inside the needle hub. (B)(6). Item - 305195.